Event description:
A customer reported a malfunction alarm on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Tandem technical support provided information to reset the pump; however, the customer did not have the pump at the time of the call and planned to follow up if assistance was needed for the reset.